Manufacturer narrative:
Information contained in this report was previously submitted through asr on 03/jun/2008. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: white particle material was noted on the device as well as on the inner surface. A leak test was performed and no leakage was observed. A fill inspection was performed and no blockage was noted in the diaphragm valve; device intact and functional. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Health professional reported left side deflation. Allergan representative reported ¿nauseous post-surgery¿, ¿suffered bodily injury and resulting pain and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life [¿]. The losses are permanent or continuing in nature, and [patient] will suffer them in the future¿. The event of nausea has been deemed not device related as "post-surgery nausea¿ is a known side effect for anesthesia regardless of surgery type. This medwatch is for the left side. See MFR # 9617229-2017-00558 for the right side.